Event description:
Event description guidant received information that this atrial implantable lead was explanted and replaced for subclavian crush which stripped some of the insulation away from the lead. There were no adverse patient effects and the doctor agreed it was not the fault of the lead only where it was positioned. The patient did a lot of heavy lifting of milk barrels which caused the crush. The new lead was inserted in a more inferior position. The explanted lead has been returned for analysis.